Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. Marker band was present and undamaged. Material separation was noted between the distal tip and catheter sheath. The inner guidewire lumen was exposed and still attached to the catheter sheath. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported material separation as the separation was noted between the distal tip and catheter sheath. A definitive root cause for the reported material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter. During procedure, the tip of the catheter was allegedly detached. It was further reported that the tip was still attached to the corewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a recanalization procedure using the cto crosser iq catheter, the tip of the catheter was allegedly detached. It was further reported that the tip was still attached to the corewire. The procedure was completed using another device. There was no reported patient injury.